Event description:
It was reported to boston scientific corporaiton that the needle, with some suture at the end, detached during loading and was captured inside the cage. Reportedly, the other three leg assemblies were previously placed within the patient with no issues.

Manufacturer narrative:
'Describe event or problem' was updated with additional information. 'Device' was updated with new information; it was changed from (B)(4) to (B)(4) to correspond with suture detachment.

Event description:
It was reported to boston scientific corporation that during an anterior vaginal mesh repair procedure using a pinnacle anterior/apical pelvic floor repair kit, while the physician was on his last pass of the arcus tendinous, he experienced difficulty loading the needle of the leg assembly into the capio device. The physician reportedly attempted to load the device seven times, and fired about three times. Then, the needle reportedly would not catch in the capio cage. Finally, the needle detached from the suture, outside the patient. The physician cut off the affected mesh leg, and completed the procedure with a stand-alone suture (type and manufacture unknown) and this pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who is reportedly stable.

Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for needle detachment. (B)(6).